Event description:
Initial (B)(6) 2021): this reportable incident received via telephone by a female consumer. On an unreported date the consumer purchased the compound w nitrofreeze to treat a wart. She stored it in a room in her house for 2 days prior to activation. After attempting to activate the product in her hands, it began to hiss, leak and blew the cap off. She was unable to press down on the device. The consumer then discarded the product. Meddra version 25.0. Device expulsion. According to the company reference safety information.